Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed within the infusion set tubing during basal delivery. Reportedly, the customer was not removing air from the cartridge prior to filing with insulin. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. A correction bolus was delivered, and a manual injection of insulin was administered to treat bg. Customer performed a supply change to address the issue.